Event description:
It was reported that the patients ipg pocket site was not completely healed. The patient underwent a revision procedure wherein the ipg was moved and remains implanted. The patient was doing well postoperatively.